Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 700 mg/dl. The customer stated that she did not take insulin in time. Troubleshooting was performed. The programming, time, and date were correct. The customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.